Manufacturer narrative:
Follow-up #1: date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings:.found crack in case near upper right corner and near lower right corner of the display-damage to pump case. Leak due to cracked pump case. Moisture inside all internal pump: on display, on all boards, near motor flex connector, on keypad connector..see attached pictures. Due moisture damage text on display distorted and keypad is unresponsive. Unable to test bolus button, due keypad is not working. Due moisture damage sound is not working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.